Event description:
Pt reports they experiencing difficulty unhooking the old cassette from the pump, which appears to be locked. Pt reports that they came home from the hospital today and when they tried to change out the cassette, they noticed that the cassette latch on the side of their solis pump (serial number unknown) was locked and they could not open it. Pt suspects that the hospital staff had it locked while they were admitted. Reason(s), date of admittance, or length of hospitalization is unknown. Pt advised they do not have the cadd key to unlock the pump. Pt confirmed they have a backup pump that they can use to change their cassette. No additional information, details, or dates available. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is not applicable as no pump alarm was reported. Pump return tracking information is not available. Photographs were not provided. IV remodulin pt via cadd solis pump. Current remodulin dose: 51 ng/kg/min. Did the reported product fault occur while in use with a pt? No. Did the product issue cause or contribute to pt or clinical injury? No. Is the actual product available for investigation? Yes, upon return. Did pharmacy replace product? Yes. Did the pt have a backup product they were able to switch to? Yes. Was the pt able to successfully continue their therapy? Yes. Is the therapy life-sustaining? Yes. What is the outcome of the event? Resolved. Pulmonary arterial hypertension.